Manufacturer narrative:
The customer reported, the issue has been occurring since the middle of 2019. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of amia automated pd cycler sets had patient line caps (green caps) that ¿came off easily¿. This occurred during unspecified process steps of peritoneal dialysis (pd) therapy. The reporter stated ¿the cassettes where the caps end up falling off are not used and discarded¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.